Event description:
Device in case was implanted in 2002. Surgeon had to remove this valve the next day, because the valve "telescoped" down the catheter and occluded the flow of cerebro-spinal fluid. Patient condition was reported as satisfactory.